Event description:
The customer reported an intermittent audible alarm. The nellcor puritan-bennett customer support engineer verified that the alarm was intermittent and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that device caused or contributed to the event alleged in this report.